Event description:
We received a report concerning a female patient who had an intraocular lens (iol) implanted in the left eye on (B)(6) 2012 and explanted on (B)(6) 2012 due to unexpected post-operative refraction. In follow up with the physician it was learned that the incision was enlarged for the removal of the initial lens and placement of the subsequent iol. The patient had a history of epiretinal membrane and vitreous loss.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The lens was received and belonged to the manufacturing production order of a size 26.5 diopter, model za9003 lens. The returned lens was inspected at 10x microscope magnification and had surface residuals adhered to both sides of the optic body compatible with handling of the lens during the explant. The manufacturing certified operator cleaned the lens to remove the contamination and then visually inspected the lens with no other cosmetic defects found. The manufacturing certified operator inspected the lens for optical properties and the inspection results showed that the lens diopter corresponded to a size 26.5 diopter lens. An improper lens (iol) power was not verified in the returned lens sample. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.